Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified common iliac artery. An 8.0x20x75cm and an 8.0x40x75cm express ld vascular stents were successively used in an endovascular therapy. However, during introduction, each of the stents failed to cross the lesion and, during withdrawal, the stents got caught at the tip of a non-boston scientific (bsc) introducer sheath and fell off. A 3.0mm coyote and a non-bsc balloon catheter were used to place the stents in the external iliac artery. No patient complications nor injuries were reported.